Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported the event continues and is correctable with glasses. She reported the lens is in the bag without posterior capsule opacification.

Manufacturer narrative:
Evaluation summary: the lens was not returned for analysis. Results from the product history record review indicated the lens met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/01/2011 and 09/02/2011 by phone, fax, and mail. A completed questionnaire was received on 09/06/2011. (B)(4).